Event description:
Boston scientific received info that one month post-implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to the pt's general infection. No new system was implanted. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.